Event description:
It was reported the rf (radio frequency) head cable has a tear in the cover. The rf head has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity test. The rf head cable has a tear and the rf head label is missing the back coating. (B)(4).